Event description:
It was reported that during the implant of this right ventricular (rv) lead, the physician accidentally cut through the insulation of the lead while performing cauterization. The lead was explanted and replaced. This lead is not expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that during the implant of this right ventricular (rv) lead, the physician accidentally cut through the insulation of the lead while performing cauterization. The lead was explanted and replaced. This lead is not expected to return. No additional adverse patient effects were reported.